Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. The patient was a participant in the scan-hf study. No patient complications have been reported as a result of this event.